Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and identified a bent cannula on a 23-inch teflon 6 mm inset infusion set, after which they replaced the infusion set and tubing while reusing the existing cartridge per guided troubleshooting; insulin therapy was resumed and the infusion set lot number 6007991 was provided. Symptoms included elevated blood glucose of 285 mg/dl. Outcomes included resolution of insulin delivery after infusion set replacement without hospitalization. Investigation included user interview, product history review, and troubleshooting with education on replacing all infusion supplies together and device-directed steps to rewind, reinstall the cartridge, prime, apply a new set, and fill the cannula. Investigation of this case revealed infusion set cannula damage consistent with a bent cannula causing impaired insulin delivery, with no ilet alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive regarding device malfunction and most consistent with use-related or infusion set¿related factors.